Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-12372. It was reported a small pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2017. A 21mm watchman ® laa closure device was successfully implanted in the laa. There were no issues during the procedure. It was noted there was no pericardial effusion (pe) at baseline or post implant. The following morning a transthoracic echocardiogram (tte) revealed a small pe. The patient was discharged home as they were stable and asymptomatic. At the 45 day transesophageal echocardiogram (tee) it was noted the pe was resolved. No further complications were reported.